Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's touchscreen was unresponsive. The customer's blood glucose level was 200 mg/dl. At the time of the report the touchscreen was completely unresponsive and the pump was not functional. Reportedly, the customer reverted to manual injections for insulin therapy.